Manufacturer narrative:
H6: evaluation codes updated. Neither samples nor pictures were received for the analysis of this complaint. The device history of lot 4456659 was reviewed and no discrepancies or anomalies were observed during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had no waveform, could not be zeroed, and had leakage. There was no patient involvement and no patient harm/adverse event reported.